Event description:
It was reported that when using the bd pyxis¿ es server, patients were showing in the wrong unit. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device in this incident, it was determined that patients were showing in the wrong unit on the es server. A technical support specialist (tss) found the issue occurred because multiple admit, update, transfer, and discharge messages were sent for the same visit identifier and mrn across different facilities and units without properly ending the visit. Tss found some messages referenced non-existent units at the time, which led to duplicate patient records. Tss confirmed problem was resolved through collaboration between the active directory team and the hospital it team and corrected the configuration and ensured proper message handling to prevent such conflict to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.